Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, the device was noted to be in backup mode due to a sudden drop in battery voltage. Technical support was contacted and suspects the root cause to be due to electromagnetic interference, however, the physician cannot confirm. No intervention has been performed at this time. The patient was stable.

Event description:
Additional information received indicated technical support was contacted and nominal settings were restored to the device.